Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. After performing rotational atherectomy, a 2.75x20mm promus element plus stent was advanced to treat the target lesion but it was unable to cross the lesion. The stent was removed and it was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.